Event description:
After adjusting set point per reagent bulletin, user experienced discrepant d-dimer results for five patients. One patient example was provided. Initial result 0.46 ug/ml. Same sample repeated in 2008 gave 0.36 ug/ml. Initial result was reported, corrected report was not sent based on in-house criteria. Incorrect result did not change the outcome of the patient treatment. User corrected set point and assay is running as expected. A revised reagent bulletin was provided to customers three days later, providing further information.